Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) with ventricular tachycardia (vt)/ ventricular fibrillation (vf) therapy for detecting atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use. It was further reported that the right atrial (ra) lead has intermittent undersensing noted on the atrial channel. The lead remains in use. No further patient complications have been reported as a result of this event.